Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose increased to 405 mg/dl. The patient treated via insulin pump bolus; the patient did not have an alternative back-up plan available. The customer also mentioned that he had been experiencing taping issues with the infusion sets. During troubleshooting the bent cannula was discovered. There were no insulin pump anomalies noted. The insulin pump was not returned for analysis.